Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-01126. It was reported the lead diagnostics showed multiple low impedances. An sjm rep was able to reprogram around the low contacts. Follow-up information identified the pt had decided to have his entire scs system removed. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.